Event description:
Clip did not deploy. Needlestick occurred. Needlestick protocol followed. No add'l info, or a sample was provided by the facility after several attempts were made to the facility requesting add'l info.